Event description:
It was reported that during a percutaneous intervention, a shaft fracture occurred. The physician attempted to advance a 3.0x12mm maverick balloon to an unspecified lesion. While the device was being advanced, the shaft broke. The fractured device was able to be removed from the pt without further intervention. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.